Event description:
According to the reporter, a patient died unexpectedly on (b)(6) 2025. The reporter stated that Pod was found on the decedent at the time of death, as documented in the autopsy report. The reporter requested verification of whether any insulin delivery errors may have occurred that could have contributed to the event. It was reported that the cause of death was attributed to complications of insulin-dependent diabetes mellitus. At this time there is insufficient information to determine if Insulet's device caused or contributed to the reported event. A supplementary report will be filed should additional information be received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.1.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: UNSPECIFIED.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.